Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red and burning skin irritation under the electrodes. The patient's physician advised the patient to temporarily remove the lifevest to allow the irritation to heal. The patient applied a cream to the irritation. Follow-up indicated that the irritation had improved.